Event description:
It was reported by the customer that a pyxis anesthesia es system multiple drawers failed when user tried to login. The customer also reported that the screen got obscure which prevented the user from accessing the device, so they rebooted the device to resolve the issue temporarily. Customer noticed that two devices were not functioning and not communicating properly despite the field service engineer reimaged the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device logs displayed a hardware error when the user tried to log in. A technical support engineer repaired the application and applied the hotfix to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system multiple drawers failed when user tried to login. The customer also reported that the screen got obscure which prevented the user from accessing the device, so they rebooted the device to resolve the issue temporarily. Customer noticed that two devices were not functioning and not communicating properly despite the field service engineer reimaged the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-apr-2022 to 15- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device logs displayed a hardware error when the user tried to login. A technical support engineer repaired the application and applied updated ddl file the hotfix to resolve. The system functioned as intended after being assessed by the technical support specialist.